Manufacturer narrative:
Corrected data: b2 - date of death updated data: h6 - annex b, annex c, annex d product analysis: review of the device history record (DHR) for device with serial number (B)(6) found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No valve implantation procedure images were available for medtronic review, and the valve remained implanted, so no product analysis could be performed. Conclusion: the reported atrial fibrillation is a type of conduction disturbance. Conduction disturbances are known potential adverse effects per the device instructions for use (IFU). Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations, but a conclusive cause could not be determined. Hemodynamic instability could be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. The cause of death was reported as cardiac decompensation, non-sudden cardiac death as consequence of the atrial fibrillation and right heart insufficiency. Per the physician, the death was not related to the medtronic valve, delivery catheter system, or the transcatheter aortic valve implantation (tavi). However, a root cause of the events could not be determined. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Second paragraph h6. Annex e, annex a, and annex d. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unspecified time following the implant of this transcatheter bioprosthetic valve the patient died. No further details were provided. Additional information was received that clarified the patient died at home approximately one year, eight months following the transcatheter aortic valve implantation (tavi). The cause of death was cardiac decompensation, non-sudden cardiac death as consequence of atrial fibrillation and right heart insufficiency. Per the physician the death was not related to the medtronic valve, delivery catheter system, or the tavi. No autopsy was performed.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Updated data: a.5a. And 5b. B5. Paragraph three was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time following the implant of this transcatheter bioprosthetic valve the patient died. No further details were provided. Additional information was received that clarified the patient died at home approximately one year, eight months following the transcatheter aortic valve implantation (tavi). The cause of death was cardiac decompensation, non-sudden cardiac death as consequence of atrial fibrillation (afib) and right heart insufficiency. Per the physician the death was not related to the medtronic valve, delivery catheter system, or the tavi. No autopsy was performed. Additional information was received from the patient's family member that provided context to the onset of the cardiac decompensation, which was first reported approximately two weeks following the tavi procedure. Sixteen days following valve implant, the patient presented with "strong" shortness of breath and was admitted. Diagnostic testing included an echocardiogram which showed severe mitral and tricuspid regurgitation, and sonography revealed a pleural effusion. In addition, the patient was diagnosed with arrhythmia absoluta by pre-existing afib and tachycardia. The patient developed a severe tricuspid regurgitation and blood test results showed an elevated n-terminal pro b-type natriuretic peptide (nt-probnp) at 20.641 pg/ml and an unspecified increased infection parameter. It was noted this was caused by a urinary tract infection. During admission, the patient developed a hyperactive delirium which resolved during the course of admission.

Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unspecified time following the implant of this transcatheter bioprosthetic valve the patient died. No further details were provided.